Event description:
Guidant received information from the family's attorney that the patient implanted with an unknown guidant model/device died. It was reported that this device was a part of an advisory/recall notification. An allegation has been made that the patient's death was related to a malfunction of the guidant defibrillator.